Event description:
A customer reported that an abo discrepancy was obtained on galileo instrument (B)(4).

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. The anti-a, and anti-b wells did not display any background color indicating there may have been insufficient antisera pipetted into the test wells. All other wells reacted as they appeared and as expected. The customer was advised to change out the reagent probe and have probe tubing replaced. An immucor field service technician replaced the tubing and pipette needle. Quality control testing was performed. The instrument is operating within specifications with no further problems observed.